Manufacturer narrative:
The device was evaluated and there were few additional findings. The lens cover glass was scratched. The distal end cap was damaged. The adhesive was separated. The insertion section had dents. Light guide was scratched. The coating of the cable unit was damaged. The housing of the connector was cracked. The angulation was less than the specified value. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Event description:
The company representative reported that cysto-nephro videoscope was returned for annual inspection of the scope. Upon evaluation, free space was found underneath the cementing of the scope and debris could be seen. The foreign debris was found after the device underwent two complete cleaning, disinfection and sterilization (cds) cycles- one at the hospital and one at the repair center. The debris could infect patients. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see updates to b3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material remained due to stress causing the separation of the rubber adhesive. The following is included in the instructions for use (IFU): "do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result." Olympus will continue to monitor field performance for this device.